Event description:
The nurse on site reported: image on monitor blacks out periodically during cautery. No pt injuries have ever happened.

Manufacturer narrative:
The epk-1000 passed functional testing. The investigation is ongoing.